Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and found that the device's pressure transducers were out of calibration. The carefusion field service representative calibrated the pressure transducers and performed a complete checkout per the service manual to ensure that ti meets factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility reported that after performing a preventative maintenance (pm) service on the device. The device alarmed "circuit occlusion" & "ext high peak".